Event description:
During an acucise endopyelotomy the guide wire unraveled after the incision was made to the ureter. The wire could not be pulled out through the stent, so everything had to be removed. The dr had to use a total of three stents (1 applied, 2 microvasive) to remove wire.